Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed hall sensor movement error. The displacement test failed due to the alarm recurring. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to corroded motor home switch. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement error alarm. Unable to verify hall sensor error alarm due to no motor movement alarm. The insulin pump was received with minor scratched display window, minor scratched case, keypad overlay texture damaged and cracked keypad overlay at the select button.